Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high, out of range, defibrillation lead impedance was observed on the right ventricular (rv) lead since (B)(6) 2021. The patient felt vibratory alert but did not schedule a follow up. Programming change was made. The patient was discharged and will be followed up.